Event description:
Philips received a complaint by the biomedical technician on the v60 indicating that a proximal pressure sensor autozero failed alarm error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. Per good faith effort (gfe) response, the biomedical technician stated that the device was taken out of service due to a proximal pressure sensor autozero failed alarm error that occurred. Investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the biomedical technician. This file is closed and can be reopened if new information becomes available.